Event description:
It was reported that patient presented with atrial lead that was exhibiting noise. No changes or intervention was performed. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.